Manufacturer narrative:
If implanted; if explanted; give date: not applicable as the lens was inserted and removed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when inserting a zxr00 24.0 intraocular lens (iol) into the patient's right eye, the iol appeared to be scratched. Reportedly, the iol was fully inserted and removed during the same procedure. A zxr00 23.5 was implanted as a replacement. There was no incision enlargement, vitrectomy or any injury. The patient was reported doing fine post-op. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 2/1/19. Device returned to manufacturer? Yes. Device evaluation: the product was received in a zip lock bag. The product is inspected by a qualified inspector using a microscope with a 12x magnification. It can be seen that there is missing a piece of material of the optic edge. The condition of the return sample does not suggest the damage was introduced during manufacturing. The complaint cannot be confirmed. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. Historical data analysis: the search revealed that no other complaint for this production order number has been received. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.